Event description:
It was reported that the pump began alarming on (B)(6) 2012. Telemetry was not performed and the reason for the alarm was unknown. It was noted that the eri alarm was expected to start 90 days before june first. The patient was not yet due for a refill and had until (B)(6). It was later reported by the managing physician that the patient experienced symptoms suggestive of inadequate intrathecal drug deliver and withdrawal including increased spasms and itching. The physician referred the patient to have the pump replaced; however, the replacement had not yet taken place as of the date of the report. The cause of the event remained unknown. The device system was used to deliver lioresal (baclofen) and clonidine. A follow-up report will be submitted if new information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2006. Product type: catheter. (B)(4).